Event description:
There was a balloon burst during a precutaneous transluminal angioplasty of a highly calcified superficial femoral artery (sfa) on the right leg. Product appeared perfect during inspection and was prepped according to the instructions for use (IFU). Balloon catheter was flushed and prepped without any anomalies. Antetrade approach of the "femoralis communis" was done with 4f sheath. The lesion was located in the mid section of the right superficial femoral artery measuring 20 cm x 5mm (length x diameter) with heavy calcification present. There was no tortuosity. A size 10 ml hand syringe was use for balloon inflation. Device was inserted and advanced towards the lesion without any difficulties.